Event description:
Pt underwent implantation of medtronic's deep brain stimulation lead. Lead implanted into right subthalamic nucleus under stereotactic guidance. Pt became disoriented. CT scan revealed intracerebral hemorrhage. Pt was intubated in recovery room and remained there until transfer to ICU. Neurological status continued to deteriorate, progressing to brain death. Repeat CT revealed worsened hemorrhage. Hematoma too deep to be evacuated with hope of recovery. Pt declared brain dead and family elected to have pt removed from ventilator. Surgery date: 1999. Deceased: 3/3/99.